Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture and radiopaque marker band detachment occurred. The target lesion was located in the calcified anterior tibial artery. A 1.50mm x 20mm apex¿ push was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The device was attempted to be removed and it was noted that the radiopaque marker band got dislodged inside the patient's body. There was no attempt in removing the dislodged marker band. The procedure was completed with a different device and good flow was established. There was no further intervention done in the target lesion. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with an unidentified guidewire inside the wire lumen. The balloon was completely missing with blood and contrast in the lumen with blood in the hub of the device. The tip of the device, markerbands, the balloon and a portion of the inner shaft of the catheter were missing/not returned for analysis. The hub, inner shaft and outer shaft were microscopically examined. Inspection revealed there was 60cm of the guidewire sticking out from the hub and 40cm of guidewire sticking out from the inner shaft (guidewire not movable). The outer shaft was damaged (stretched, buckled, zippered and kinked) on the distal end of the device. There was also damage (stretched) to the inner shaft after the outer shaft ends, with the inner shaft taught over the wire, rendering the wire unmovable. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and radiopaque marker band detachment occurred. The target lesion was located in the calcified anterior tibial artery. A 1.50mm x 20mm apex push was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The device was attempted to be removed and it was noted that the radiopaque marker band got dislodged inside the patient's body. There was no attempt in removing the dislodged marker band. The procedure was completed with a different device and good flow was established. There was no further intervention done in the target lesion. No patient complications were reported and the patient's status was fine.